Manufacturer narrative:
No unexpected battery out limit alarms were noted. The pump passed the displacement and off no power tests. The operating currents were within specification. The pump had a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, a cracked belt clip slot and a severely stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed battery out limit. The customer's blood glucose was 125 mg/dl. The alarm had occurred after a battery change however, customer didn't take longer than five minutes. The device had alarmed multiple time battery out limit. Customer was advised to install a new battery and the device alarmed in less than one minute. Customer was advised the device need to be replaced and agreed to return the device for analysis.